Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states second left hip revision. The liner displaced from pinnacle cup and was revised. Patient bent over one day and heard a click then felt pain. X-ray shows metal head articulating on pinnacle cup. Metalosis is present. Patient underwent 1st revision on (B)(6) 2017, head and liner revised due to dislodged liner.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.